Manufacturer narrative:
Broken reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked display window, cracked reservoir tube and cracked case near display window corners noted during visual inspection.

Event description:
It was reported that the customer had normal blood glucose levels of 108 mg/dl. The customer reported a crack on the reservoir compartment of the insulin pump. It was reported that the damage to the insulin pump was by the threaded portion of the reservoir on the top portion. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.